Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion with moderate calcification was located in the moderately tortuous distal left circumflex artery. Access was obtained through the right wrist. The physician advanced the 15x2.25mm quantum maverick balloon to the lesion and on the first inflation, inflated the balloon 12 atms. On the second inflation, the balloon was inflated to 14 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The physician then pre-dilated the lesion with a 2.25mm non-bsc balloon at 20 atms and deployed a 2.5x18 non-bsc stent at 18 atms. The stent was post dilated with the 2.25mm non-bsc balloon at 24 atms. Pt status is reported as "good".

Manufacturer narrative:
.